Event description:
Additional information: length of the aortic neck was less than 10mm. The original endoleak was caused from no seal at the top of the graft; which has now resolved. The renal artery was intentionally partially covered. Review of films post-implant showed that an endurant cuff was implanted within another manufacturer¿s stent graft, just below the renal arteries which appeared patent bilaterally. The proximal neck was short; less than 1cm. The other manufacturer¿s cuff od at the renal arteries was 26mm x 27mm, and at the distal end of the cuff measured 30 x 38mm. There was some thrombus seen in the other manufacturer¿s aortic body beginning just distal to the cuff. The maximum aaa diameter was 7.3cm. Evidence of prior coiling was seen in the distal aaa sac. The reported proximal type I, or any other endoleak, could not be confirmed from the provided films. The cause of the reported type I endoleak could not be confirmed. Lack of a proximal neck and interaction within the previously placed other manufacturer¿s stent graft may have contributed.

Manufacturer narrative:
Method: (film evaluation)., results: unapproved use of device (length of the aortic neck was less than 10mm); user/device interface. Conclusions: off ¿label, unapproved or contraindicated use (length of the aortic neck was less than 10mm).

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, occlusion, stent graft misplacement). (Unknown cause of event). Evaluation conclusion: (unknown cause of event).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. It was reported that the patient had another manufacturer's stent graft placed six years ago. The patient had multiple issues with type ii and ultimately type I endoleak, with the aneurysm growing ever closer to the renal arteries. The stent graft has also migrated approximately 4 mm inferior to the lowest right renal artery. The physician tried to do a chimney stent to build up on the renal artery, but was unable to place the stent; it became dislodged and he ended up deploying it in the left subclavian. The physician implanted an endurant aortic extender cuff. The aortic cuff deployed encroaching upon the inferior one fourth of the right renal artery. A reliant balloon was used post implant and the endoleak resolved. Currently, the patient was in for a routine follow up appointment, and it was noted that the patient had a type I endoleak. The patient has not been treated. No clinical sequelae were reported and the patient is fine.